Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that high blood glucose. The customer¿s blood glucose was 454 mg/dl at the time of the incident. Customer reported entering multiple blood glucose within at least 45 minutes but system does not transition to delivering auto basal. Customer's outcome pertaining to the complaint was sending for replacement. Customer reported that she woke up with 454 mg/dl. Treated with insulin pump caller reported that she is high due to being in manual mode caller mention she had pizza some days ago and she went high due to it. The sensor will not be returned for analysis.